Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked they stated that no steps were taken to resolve the issue. No one had told us if they will be taken to solve the problem. The issue had not been resolved and they did not know what to do or to ask for help.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator (ins) for head/neck (non-malignant) and spinal pain. The reason for call was caller reported that the patient has a hard time charging the implanted neurostimulator because the battery which is implanted under the patient's arm seems to move back and forth as far as to their back and beneath their breast. The caller was redirected to their healthcare provider (hcp) to further address the issue; agent provided name of hcp on file for them to begin contact point since they didn't know hcp. Agent reviewed information and suggested to have hcp/clinic call the manufacturer to set an appointment.